Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving access 2 immunoassay system. Subsequent testing produced results within the normal reference interval. The erroneous result was not released out of the laboratory. An amended report was issued. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance.